Manufacturer narrative:
After field service engineer (fse) visited the site we found that the patient's procedure was delayed due to a filament setting issue. The corrective action was to adjust the filament setting. No patient injury has been reported at this time.

Event description:
The patient's procedure was delayed due to a low ma fault, caused by an issue with the filament setting.